Event description:
It was reported that, "the surgeon could not get the clips to close completely on the target tissue. Malformed clips were removed from the surgical site. Enough did close to complete the procedure. There was no pt injury and the procedure was completed."